Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available yet.

Event description:
At a regular follow up visit the audiologist noticed that the device had abnormal in situ measurements. There is no report of accident or trauma. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a regularly follow up visit the audiologist noticed abnormal in situ measurements of the device. Family reports no incident of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
At a regular follow up visit the audiologist noticed that the device had abnormal in situ measurements. There is no report of accident or trauma. The patient was re-implanted.